Event description:
Neo-fit ett securement device did not work. Prepped skin with sureprep which was allowed to dry, applied neo-fit and it did not stick. Got new neo-fit and new sureprep wand. Again prepped skin, allowed to dry and reapplied new neo-fit which stuck minimally on one side of face only. Rn and nnp determined it was not a safe way to secure ett so tube was taped. 1216677-2020-00317 neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR. *analysis and findings: distribution history: the complaint products were manufactured at csi. Manufacturing record review: DHR-42-2540 - 286861 was reviewed and no abnormalities were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was not returned to csi. Visual evaluation: a physical device evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action / *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon .

Event description:
Neo-fit ett securement device did not work. Prepped skin with sureprep which was allowed to dry, applied neo-fit and it did not stick. Got new neo-fit and new sureprep wand. Again prepped skin, allowed to dry and reapplied new neo-fit which stuck minimally on one side of face only. Rn and nnp determined it was not a safe way to secure ett so tube was taped. 1216677-2020-00317 neo-fit neonatal endotrac 42-2540 e-complaint-2020-12-0000471